Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation. The patient had an irritation on his back that was bleeding and oozing. The patient's physician gave the patient antibiotics. Follow-up indicated that the irritation had cleared up.